Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was showing all noise markers and no sensed beats. Technical services (ts) was contacted, and ts discussed that the very large signal amplitude was causing the signals to be clipped due to their size. The detection algorithm marked them as noise due to their size, suspecting the signals to be non-cardiac in nature. The s-ICD system remains in service. No adverse patient effects were reported.